Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that while monitoring the pt's ECG via the hard paddles, the pt went into a ventricular fibrillation rhythm. The customer then attempted to charge the device for a defibrillation shock but it did not charge. The failure to charge occurred once more and then on the third attempt, the device did successfully charge and deliver a defibrillation shock. There were no adverse effects caused to the pt from result of the reported failure.